Manufacturer narrative:
Pictures of the alleged device were provided for analysis. The pictures provided confirm a separation of the tube due to a lumen that becomes clogged that cause the split in the tube inside the patient. A root cause could not be determined. All information reasonably known as of 05 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample device was examined showing that the tubing had signs of damage/ breaks. The distal portion of the tube was not received. It was then discovered that somewhere in the tubing approximately 113cm, a splitting of the tube was observed. The exact splitting at 113cm was the same location the solution from decontamination was exiting. No substances were coming out of the ballooned portion of the tube. A split/tear was also identified approximately at the 78cm marking. At the 78cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in radial direction causing a separation of the tube into two pieces. When manually pressing the tubing, there was thin layers of the material noticed on the ballooned portion of the tube. The breaking point exhibited to have an unknown dried foreign material residue in the inner surface of the tubing wall. The incident was confirmed as reported. A root cause could not be determined. All information reasonably known as of 10 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 14 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 11 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. The root cause is undetermined. All information reasonably known as of (B)(6)2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the nasojejunal tube (njt) had a leak 4cm from the nostril and was removed. Upon removal, it was observed that a balloon was formed in the middle of the tube, and the lower part of the tube was missing. Upon insertion of a new nasogastric tube and subsequent x-ray, the lower portion of the njt was visible inside the stomach extending into the jejunum, proximal end around the pylorus. The decision was made to wait for the patient to pass it naturally; after 3 days, oesophagogastroduodenoscopy (ogd) was performed to retrieve the missing part. No injury occurred to the patient. Current status of patient: discharged home. Per additional information received on (B)(6) 2023, the tube was inserted in interventional radiology.